Event description:
Reference number (B)(4). Event occurred in germany. On 26-aug-2024, it was reported that the patient encountered abscess in the area of the first infusion site no further information available ..

Manufacturer narrative:
E1: patient country: germany. Since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.